Event description:
It was reported that during implant attempt, the doctor noticed that the svc coil was loose and that there was an apparent conductor failure. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found the defib conductor distorted.